Event description:
A user facility returned the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head to olympus for repair due to a report of "noise on the image." The problem, as reported to olympus, was identified during preparation for use. Upon inspection and testing of the returned device, an "e226," scope communication error occurred and no image was produced. This report is submitted due to the e226 error with no image present.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced and error "e226" was present due to failure of the cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. E226 error occurs when communication between the scope and the processor fails. The communication failure was caused by the defective cable unit. However, the definitive root cause of the defective cable unit could not be determined. Olympus will continue to monitor field performance for this device.